Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es draw one (cubie) draw was failing hardware and draw was not pushing out when being accessed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es draw one (cubie) draw was failing hardware and draw was not pushing out when being accessed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie one was experiencing hardware failure. A technical support specialist (tss) stated that the field service engineer (fse) confirmed with the station that the issue has been resolved. Remarks by the fse from the service agreement (sa) were included in the email. Proceed to close the case as the issue has been resolved. The system functioned as intended after the technical support specialist verified the issue.